Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2002, product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.